Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# va0nshr, implanted: b)(6) 2014, explanted: b)(6) 2015, product type: lead. Product ID: 977a260, serial# b)(4),implanted: b)(6) 2014, explanted: b)(6) 2015, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: b)(6) 2014, explanted: b)(6) 2015, product type: extension. Product ID: 3888-33, lot# va0nshr, implanted: b)(6) 2014, explanted: b)(6) 2015, product type: lead. Product ID: 977a260, serial# b)(4), implanted: b)(6) 2014, explanted: b)(6) 2015, product type: lead. Product ID: 3708220, serial# b)(4), implanted: b)(6) 2014, explanted: b)(6) 2015, product type: extension. B)(4).

Event description:
The patient reported via the manufacturers representative (rep) they had no relief with the spinal cord stimulation (scs) system. The rep. Met with the patient on (B)(6) in pre-op. Prior to getting the system removed and the device was overdischarged. The patient's daughter said the patient stopped using it several months ago. It was noted the implantable neurostimulator (ins) site and leads were painful so they had the system removed. The rep. Noted the ins was visible as the patient was very thin and the extension connection area was painful to the touch. The issue was resolved at the current time. Relevant medical history includes post-lumbar laminectomy syndrome and spinal pain.